Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a failure to be interrogated. The device went into backup mode and defibrillation therapies were disabled. The cause of the reset was unknown. The device was explanted and successfully replaced. The patient was stable and asymptomatic.